Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. Functional testing was performed and the test passed. No data available for review. The allegation was not confirmed. The root cause could not be determined.